Manufacturer narrative:
Device eval of charger sn (B)(4) has been completed. Upon receipt the charger would not power up. Upon investigation the power supply cord was found to be damaged. The cause of the inability to power on was the damaged power supply cord. The root cause for the defective power supply cord could not be positively identified. No adverse event resulted from the defective power supply cord.

Event description:
A review of svc data detected a reportable event. During servicing, battery charger sn (B)(4) was unable to power up. The last pt to use this battery charger did not report any deficiencies.